Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump system exhibited a failure for the force bridge sensor. There was no patient involvement or patient injury reported.

Manufacturer narrative:
B5: additional information received on(B)(6) 2022 via email and attached to complaint object: no patient involved. Occurred while preventive maintenance. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 25-oct-2018.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the barrel clamp head was broken, top case corners were cracked, and pieces of broken carriage were noted rattling inside of the pump. Error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the force sensor values were within specification. Root cause of the reported issue is likely attributed to customer induced impact that knocked the force sensor out of calibration and caused the values to drift out of specification. Replaced the force sensor, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.